Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate shock due to noise. The patient's right ventricular (rv) lead was a competitor's product which contributed to the inappropriate shocks and noise. Additionally, there were out of range impedances on both the rv and the left ventricular (lv) lead. It was reported that when the lv lead was tested through the pacing system analyzer (psa), the measurement was normal. Additional information indicated that the device was in the hospital's possession and will not be returned at this time. This cardiac resynchronization therapy defibrillator (crt-d) was explanted and out of service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient received inappropriate shock due to noise. The patient's left ventricular (lv) exhibited high out-of-range (oor) pacing lead impedance (pli) however when tested through the pacing system analyzer (psa) it was normal. It is likely that the high impedances may have been related to a connection issue. This cardiac resynchronization therapy defibrillator (crt-d) was explanted and out of service. No adverse patient effects were reported.